Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 was inserted via the axillary artery graft to support the 43 year old male patient who had been admitted in with known cardiomyopathy, presenting in scai stage c shock. Underlying medical history was not shared. The 5.5 was supporting when after 4 days there was a hematoma noted at the access site. The team treated the patient for the pain with gabapentin and as the hemoglobin remained stable, no blood transfusion was deemed necessary. The patient was also put on keflex for prophylaxis until the 5.5 was removed for heart transplantation. The patient survived to transplant on day 58. The 5.5 had supported well beyond indication for use. The 5.5 had functioned as expected, p-8 with 4.7 l/min flow with d5w with heparin in the purge solution.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.